Event description:
Device was used on a laparoscopic cholecystectomy. The clip malformed and dropped. (It did not fall into the pt). New clip applier was used to finish the case. There was no consequence to the pt.